Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during surgery intraocular lens that ended up with serious centrally located scratches in the optic. Subsequently the lens was removed during initial procedure. The explantation went uneventful, but when a new unspecified lens was chosen to be implanted and experienced the same, increased resistance when the intraocular lens (iol) was advanced forward to the tip of company cartridge resulting again in central scratches on the iol optic. After replacing the another cartridge and using a third unspecified iol, experienced a smooth and uneventful implantation. Patient did not suffer from more than extended surgical time. Additional information has received and it states that both the lenses were company lenses and the operation was completed but with small delay of 20 minutes. There are four files associated with this report. This is 1 of 4.

Manufacturer narrative:
Additional information has been provided in d9, h3, h6, and h11. Three used company cartridges were returned attached to the specific lenses used. Twenty unopened company cartridges were returned in two unopened 10-count cartons. One sample was randomly selected from each 10-count carton. The samples were numbers 1-2 for evaluation purposes. The three returned used cartridges were evaluated. 1 used company cartridge (iol (intraocular lens) 15782031070): the company cartridge was microscopically examined. Viscoelastic was observed. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted. The product met specification for the presence of top coat, interior damage was observed on the right side. 2 used company cartridge (iol 15782031070): the company cartridge was microscopically examined. Viscoelastic was observed. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable result. This may have been the replacement cartridge. 3 used company cartridge: iol 15782038017: the company cartridge was microscopically examined. Viscoelastic was observed. The cartridge tip had a large aneurysm on bottom and heavy stress. The cartridge has evidence placement into a handpiece. Top coat dye stain testing was conducted. The product met specification for the presence of top coat, interior damage was observed on the bottom of the nozzle leading up to the aneurysm. The two selected unopened cartridges were evaluated. The two unopened company cartridge were opened for evaluation. The company cartridges were microscopically examined with no damage or abnormalities observed. The cartridges were functionally tested per the IFU (instructions for use) using a qualified company blue handpiece, company 27.0 diopter lens and viscoat. The cartridges were filled with viscoelastic per the IFU. The lenses were loaded and biased down. The lenses were advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens deliveries. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated lens model and viscoelastic with a non-qualified handpiece. Two of the returned used company cartridges were damaged. The root cause for the reported lens damage and the observed cartridge damage may be related to a failure to follow the IFU. A non-qualified handpiece was indicated. The observed cartridge damage may also indicate the lens/plunger were not in acceptable positions for advancement. Two of the returned unopened company cartridges were evaluated. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No lens or cartridge damage was observed after the functional testing. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated lens model and viscoelastic with a non-qualified handpiece. The root cause is most likely related to a failure to follow the IFU (instructions for use). The account used an unqualified lens/cartridge/handpiece combination. Company foldable iol (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Additionally, the IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The product has not been received to evaluate. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.